Event description:
It has been reported to co that during the procedure the physician found it difficult to advance a stent through the placed sheath. When the stent was removed it was already developed and touched at the intima, causing the pt pain. The procedure was unable to be completed. There is no report of medical or surgical intervention. The product was discarded.